Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient was presented with spinal stenosis. Spinal listhesi. Sciatica. Radiculopathy. Degenerative joint disease of lumbar spine. Spondylosis. Facet arthrosis. Low back pain. Degenerative disc disease. The patient underwent 360 degree fusion at level of l4 through s1, decompression procedures at l5-s1, transfacetectomy decompression, discectomy. As per records "..free piece of bmp and locally harvested autograft were placed into l4- l5 level. On (B)(6) 2009: the patient was discharged .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.